Event description:
It was reported that a pump under infused sodium chloride to a pt. The infusion was programmed to deliver 1000ml at a rate of 999ml/hr. When the pump alarmed for infusion complete, approximately 300ml of fluid was observed remaining in the container.

Manufacturer narrative:
(B)(4). The device was not identified by serial number and could therefore not be returned to sigma for eval. It was identified that the customer was utilizing an IV set (B)(4) not intended for use with the spectrum pump at flow rates above 250 ml/hr. Further investigation is required, and a supplemental report will be submitted.